Event description:
*We got the breathing set today and confirmed that it is a chamber with a new floater.* now we are investigating the reproducibility of water stopping mechanism malfunction. We received a report from the hospital on (B)(6), so I am sorry that cer registration was delayed. In this case, the patient was connected to a ventilator to manage breathing only at night, and the ventilator and humidifier were in standby during the day. We will get and report information such as ventilator logs. H900 setting was nppv mode. On the night of the second day of use, when the nurse checked the operation with the test lung before resuming the use of the ventilator, the water level high alarm of h900 occurred and she noticed the following. 1. The water level in the chamber was above the max line. 2. A small amount of water was accumulated in the breathing tube on the inspiratory side.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The failure was not reproductible. The root cause could be the water auto-feed mechanism defect to water level high alarm. In consequence the adult dual limb breathing set was replaced and the issue was solved. No information available after repair. There was no patient or user harm.